Event description:
During initial implant, the stylet was not able to be removed from the atrial lead which resulted in the connector pin bending. Measurements were taken which revealed high pacing impedance, decreased sensing, and intermittent capture on the atrial lead. The atrial lead explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of "the is1 connection was bent" was confirmed. Visual inspection of the lead found the connector pin was slightly bent consistent with procedural damage. The cause of "the is1 connection was bent" is consistent with procedural damage. The reported events of high pacing impedance, p wave amp variation, "the stylet got stuck" and intermittent capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test was performed, and the stylet was able to be fully inserted and removed without difficulties.